Event description:
It was reported that on (B)(6) 2013, the patient presented with stable angina. A 2.5x38mm xience prime stent was deployed in the proximal to mid left anterior descending (lad) artery and a 3.5x18mm xience prime stent was deployed in the left main (lm) to proximal lad. A 2.25x28mm xience prime stent and a 2.75x18mm xience prime stent were deployed in the proximal to mid circumflex (cx) artery. The procedure was completed without any device or procedure issues. On (B)(6) 2014 during routine check-up, in-stent restenosis was noted in the proximal cx where the 2.25x28mm and 2.75x18mm xience prime stents were deployed, which was treated with balloon angioplasty. Reportedly, the 2.5x38mm xience prime stent deployed in the lad and the 3.5x18mm xience prime stent deployed in the lm were patent (no restenosis). The patient was discharged with no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). Concomitant products: stent: 2.5x38mm xience prime, 3.5x18mm xience prime, 2.25x28mm xience prime. The 2.25x28mm xience prime mentioned is being filed under a separate manufacturer report number. There was no reported device malfunction and the product was not returned. The reported patient effect of restenosis, as listed in the xience prime everolimus eluting coronary stent system instructions for use (fu) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.